Manufacturer narrative:
Not yet determined if device available.

Event description:
The manufacturer was notified on (B)(6) 2016 of the following through sureavr study: the patient received a mitroflow, model dla valve that was implanted with mitroflow valsalva conduit on (B)(6) 2016 and patient was discharged on (B)(6) 2016. As reported through the adverse event report from sure avr, on (B)(6) 2016, the patient died from cardiovascular mortality due to endocarditis.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The physician confirmed "the patient experienced prosthetic endocarditis post implant. The device performed as expected. Patient death was due to endocarditis and not caused by valve function. The device is not available for return."